Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer was advised that batteries vary in reliability and our testing indicates that (B)(4) aaa alkaline are most effective for device use. The customer was advised that batteries should be stored at room temperature and be used within expiration date. The customer was advised that the incident has been documented.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.